Manufacturer narrative:
H6. Dimensional and visual inspection revealed that the device met all specifications.

Event description:
Physician perforated left atrium and believes it was caused by MFR's sheath and introducer. Pt stabilized during procedure and status is fine. Pt did not require surgical intervention.